Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Device experienced a critical ram parity error power on rest (por) on (B)(6) 2012, in location "10 68". Device should be able to recover from the event and continue normal function.